Event description:
Boston scientific received information that this right ventricular lead was fractured at the clavicle first rib junction. Surgical intervention was performed to explant and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
The lead was explanted and replaced. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the two returned lead segments was performed. Laboratory analysis was able to confirm the field allegation of lead fracture. Analysis showed trilumen insulation damage between 220 and 240mm from the end of the distal segment. Analysis also shows a conductor coil fracture at 153mm and 178mm from the severed end of the distal segment. Laboratory analysis noted that due to the location and type of damage, it is likely the fracture was caused by entrapment in the clavicle/ first-rib region.